Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0208783573, implanted: (B)(6) 2016, product type:l lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional, via the manufacturer representative, reported the patient had an infection about one week after lead implant. The patient had red skin and the infection was visible. The infection was treated with antibiotics and the issue was resolved. The patient had the implantable neurostimulator implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.